Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had been shutting off. The blood glucose reading was 109 mg/dl. The drive support cap appeared normal and the insulin pump passed the self test and the displacement test. The customer also reported that she had gone to the emergency room for low blood glucose but was not admitted. She did not provide the blood glucose reading from that time and declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored and all operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected blank display was noted during testing. The pump was received with a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.